Manufacturer narrative:
A2 - 18-sep-2023 removed from initial MDR. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vicm5_13.2, -11.50 diopter, implantable collamer lens got stuck in cartridge or injection system and tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.